Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached 280 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received not deployed. Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was attached to the pod in an attempt to download the data. This attempt was unsuccessful as the pod could not pair with the master pdm. The pcb assembly was detached from the pod chassis and attached to the power supply. This attempt was also unsuccessful. The download data could not be obtained as the pod could not pair with the master pdm. Inspection of the internal components found corrosion on the mechanism rails, all three batteries, catch beam, and linkage assembly as well as the reservoir, reservoir cap, ratchet gear, and pcb assembly. The pod was received with the ratchet gear holding down the release bar, the firing flat was not lined up with the release bar. The needle mechanism deployed normally on rotation of the ratchet gear. Inspection of the needle mechanism components found no issues that would prevent the needle mechanism from deploying as intended. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking into the device. Inspection of the pod housing found cracks in the bottom housing and found the housing vent to be punctured. It could not be conclusively determined when these damages occurred or if these damages allowed fluid to leak into the device. The exact cause of the corrosion could not be determined. The corrosion on the pcb assembly components prevented the pod from pairing with the master pdm which prevented the download of the pod data. It could not be determined what state the pod was received in, how many pulses it had delivered, and how much progress had been made during the activation process due to the pod data being unable to be downloaded. The exact cause of the reported needle mechanism failure could not be determined.